Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator. There was no patient use associated with the reported issue. Upon evaluation of the customer's device, physio observed that after providing one test shock that the unit powered off by itself. Power could not be restored.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported loss of power issue. Physio determined that the cause of the issue was that an integrated circuit (ic) chip, designator u29, on the digital pcb assembly was shorted from legs 7 to 8 which kept the flip-flop, ic chip u14, from transitioning to power the device on. Physio also observed that the installed charge pak was expired, which led to the reported low-battery indicator. The customer was provided with a replacement device.